Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform displacement test due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked reservoir tube and shifted end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a black circle on the display. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not reported. Customer stated that earlier in the day of the call, she had a blood glucose level of 44 mg/dl, which was treated with food. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.